Manufacturer narrative:
(B)(4).

Event description:
It was reported during the implant procedure, the physician was unable to establish normal sensing and thresholds on the rv lead. As a result, the lead was replaced. No patient symptoms were reported.